Event description:
Customer states device gets hot during testing. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results, additional information.

Event description:
Customer states device gets hot during testing. There was no patient impact, no delay, no medical intervention, and no adverse consequences.